Event description:
It was reported that a pump displayed upstream occlusion alarms. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. Upstream occlusion alarms were experienced during evaluation and also found in the history log. These were caused by a failed upstream sensor. The upstream sensor was replaced.